Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a skin graft mesher was sent in for not working. Prior to the repair it was found that the calibration and test cut could not be checked due to the damaged comb. Event date and timing unknown. Customer information updated. No harm or delay reported presently. Due diligence is complete. No additional information has been received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported a skin graft mesher was sent in for not working. Prior to the repair it was found that the calibration and test cut could not be checked due to the damaged comb. Event date and timing unknown. No harm or delay reported. Due diligence is in process. No additional information is available at this time. No adverse events were reported as a result of this malfunction.